Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014 and the patient was discharged home. Approximately 48 hours subsequent to the procedure, the patient presented to the emergency room with "acute onset of severe pain and taken to the operating room. A preoperative CT-scan demonstrated a small amount of free fluid in the abdomen. There was noted to be an ovoid area of white blanching on the midline uterine serosa. A portion of small bowel overlapping the uterus had a coinciding balanced area with perforation. This portion of bowel was resected and a reanastomosis was performed. A hysterectomy was also completed." It is unknown when the patient was discharged.